Event description:
It was reported that until (B)(6), 2010, the pt was able to hear very well with the vibrant soundbridge. The other day, he no longer had any hearing sensation. The audio processor was checked and it worked properly. The implant was checked on (B)(6), 2010. At several rtf measurements, an output signal could not be reproduced. According to the pt, there has not been any fall or impact to the head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.